Event description:
It was reported to philips that during a neuro interventional surgery, with an intubated patient under general anesthesia, the patient support table could no longer be raised and lowered. The procedure was aborted and rescheduled for another time. The report indicated that there was an injury; however, no further information regarding the alleged injury has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the procedure was rescheduled and successfully completed at a later date, with no deterioration in the patient¿s health during the delay. A philips field service engineer (fse) performed an onsite inspection and confirmed the reported issue. Review of the system log files identified a motor assembly error. The fse replaced the motor drive unit, which resolved the issue. Following installation of the motor drive unit and completion of the table height position adjustment, the system passed all required performance and functional tests, including verification using the frontal stand. The system was returned to clinical use in good working order. The codes were updated based on the investigation outcome.